Event description:
Boston scientific received information that the patient with this atrial lead presented to the hospital with shortness of breath. Device interrogation revealed noise. In addition, multiple atrial tachy response (atr) episodes with noise/artifact were stored. Real time maneuvers resulted in noise on the atrial channel only. Thresholds and sensing were good. Acceptable impedance measurements were obtained. An internal technical service (ts) consultant was contacted. The minute ventilation sensor was programmed off. Resulting electrogram revealed only intermittent noise; more consistent of a lead fracture as impedance measurements are not affected. An x-ray was performed revealing no fracture. A loop near the device was noted which was thought may have caused the issue. A copy of the x-ray and a memory download will be provided to ts for their review. A decision regarding lead revision will be made after the review of data. No adverse patient effects were reported. Engineering reviewed the data. There was no clear indication that the lead has a fracture or a connection related issue. The fluoroscopy images were examined and were not able to discern any issues with the lead connections to the device which appeared fully inserted and the setscrews appear tightened appropriately, however it could not be determined whether there was a loose setscrew from the image. The images display a significant bend in the leads where the suture sleeves are located, however it was thought this was likely due to the aspect of the x-ray image and not caused by a bend or kink in the lead itself. Trying to duplicate the issue by touching the location of the suture sleeves reproduced the noise. A save to disc was provided to ts. After their review, it was thought there may be an intermittent lead fracture rather than connection issue.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.